Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported the pink slide did not move forward, and the needle deployed late when the pod was activated, indicating a needle mechanism failure. There was no impact to the patient's glucose level reported, and no treatment information provided. The pod was not worn.